Event description:
The customer reported ongoing issues with no diffs on the 5c normal, abnormal 1 and patient results on a coulter hmx hematology analyzer with autoloader. No patient data was provided by the customer. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on (B)(4) 2014. The fse removed and cleaned the blood sampling valve (bsv) and found a plugged port for wire marker wm11. Using a stylet, the fse cleared the blockage from the port and reassembled the bsv. The fse ran startup and qc without error. The repairs were verified per established service procedures. (B)(4).